Manufacturer narrative:
The sample returned by the customer was examined under lighted magnification, and verified that the dilator was in two pieces. There is no evidence that the tubing was ever properly over-molded. The tubing was not fully placed onto the over-molding pin prior to the hub being over-molded in place. The tubing is manually placed on the pin prior to molding. Determined to be an operator error since the tubing was not fully loaded onto the pin prior to over-molding. The molding supervisor and molding technician were informed of the issue and showed the samples. Additionally, since a similar issue has not occurred over the past year, this issue is considered an isolated incident. After the dilator hub is over-molded onto the tubing, the dilators undergo a 100% non-destruction pull test to verify the hub/tubing interface. Additionally, a sample size from each lot undergoes a destructive pull test that must meet a minimum of 3lbs.

Event description:
The vessel dilator was left in place. The user noticed the issue when only the dilator hub was lying on the sterile field. The remaining length of the dilator was not in sight but was located with ultrasound imaging and was removed via an approximate 3 cm incision and closed with 5 sutures.